Event description:
Reportedly, the patient died on (B)(6) 2023. The device was not explanted. Reportedly, electrical storm is refractory to ICD therapies

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Manufacturer narrative:
The crt-d was implanted on 16 november 2022. Review of the provided patient files dated (B)(6) 2022 (implantation date) led to the following observations: - battery status was within normal range (3.21v) - right ventricular lead impedance measurements was within normal range (830 ohms) - left ventricular lead impedance measurements was within normal range (492 ohms) - rv coil continuity measurements were within normal range (286 ohms) analysis of the provided patient files confirmed normal device functioning as of (B)(6) 2022. Review of manufacturing records revealed that the device was manufactured, sterilized and released according following all applicable procedures. No patient files were available for the time period surrounding the patient¿s death and the device was not returned for analysis. Therefore, no further investigation could be performed.

Event description:
Reportedly, the patient died on (B)(6) 2023. The device was not explanted. Reportedly, electrical storm is refractory to ICD therapies.